Event description:
It was reported that the user experienced sustained hyperglycemia after a recent set change, and inspection identified insulin leakage from the cartridge plunger area within the ilet; troubleshooting included disconnecting to observe drops, cleaning the chamber, and replacing all infusion supplies, with the device paused while a recent subcutaneous rapid-acting insulin dose was active. Symptoms included elevated blood glucose up to 400 mg/dl without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included prolonged time above range and the need for back-up insulin therapy. Investigation included telephone troubleshooting, visual inspection of the cartridge compartment, confirmation of drops at disconnection, and replacement of consumables; the user also reported concurrent illness as a potential contributor. Investigation of this case revealed evidence of cartridge leakage at the plunger interface consistent with a component integrity issue of the cartridge and resultant underdelivery, with hyperglycemia temporally associated with the affected cartridge lot. It was concluded, based on previously established findings for similar reports, that the cause was product quality issue related to cartridge leakage compounded by patient illness.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.